Event description:
It was reported that the silicone tubing of the uv flash transfer set had a crack that caused a leak during therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Visual inspection found a cut in the tubing. The device was leak tested which revealed a leak at the cut in the tubing. The device passed clear passage and clamp function testing with no issues noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the cause of the cut/hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.